Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative evaluated, and adjusted pixel offset files on-site. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system displayed light images that could not be corrected with level and width adjustments. Manufacturer representative corrected the pixel offset settings to resolve the reported issue. There was no patient present when this issue was observed.